Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer transposed the carbohydrates and blood glucose values when entering values into the pump, and subsequently over-delivered insulin. The customer's blood glucose (bg) level was 41 mg/dl. The customer consumed carbohydrates via orange juice and ice cream to raise bg level. The customer's bg level was reported to be back within target range.